Event description:
It was reported that the patient had pump replacement surgery; after surgery, the patient felt fine and wanted to go home. He was found dead the next morning. It was reported that the cause of death could not be determined based on all labs and records (tests not specified). An autopsy was scheduled. The hcp reported the death was unrelated to the pump; there was no indication that anything went wrong with the pump; its settings were correct. The pump was used to deliver morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Final device analysis revealed no anomaly found, normal device function.